Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not available for investigation.

Event description:
(B)(6): while performing a maude database search for non-manufacturer mdrs for spotlight and pipeline. During l3-l4-l5 left disectomy, the upper jaw of a 2 mm pituitary device from the depuy spine spotlight micro disk set snapped off and became lodged between l4-l5 disk. The tip was retrieved after twenty to thirty minutes. The procedure was completed and no adverse outcomes are anticipated. Depuy rep was notified.